Manufacturer narrative:
UDI: (B)(4).

Event description:
During the ICD upgrade, an insulation defect of the rv lead was found. No electrical abnormalities. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The field report of insulation abrasion was confirmed. Visual inspection of the lead found optim sheath abrasions in two locations both consistent with friction to the device can. In one location explant damage was noted to the silicone insulation in the optim abrasion area. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage noted to lead body is consistent with that occurring at time of explant.